Manufacturer narrative:
A review of the provided x-rays by a clinical consultant concluded that high cup position with low hip offset contribute to instability in the arthroplasty leading to recurrent dislocation requiring revision.

Event description:
Revision for recurrent dislocation. It was reported that suspicion of corrosion was confirmed around the head internal and neck of stem. The surgeon implanted the new head after cleaning surrounding the neck to avoid removal of the stem.